Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack and missing piece on screen and reservoir chamber. The customer that the device was maybe bumped around the work. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated buttons are not responding. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that he had no delivery alarm. Customer is unable to troubleshoot at time of call. Customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
The insulin pump passed all functional testing including the current test displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No low battery alarm or excessive no delivery alarm during test noted. The insulin pump received with intermittent button response due to moisture keypad traces. No button error alarm noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked case and cracked battery tube threads.